Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient sent to PICC team because device did not aspirate and patient explained infusion pain associated with arm edema. Upon observation the PICC does not aspirate and infuses with resistance. Ultrasound shows compressible vein so device was removed. After removal a kink and crack was found about 10cm from the exit site.

Manufacturer narrative:
The 4f pro PICC was returned for evaluation. The PICC lumen is tied in a knot at the 37cm mark, approximately 3 cm from the distal end. It is unknown why the lumen would have been knotted in this manner. Visual inspection revealed a hole in the lumen at the 10 cm mark. A functional evaluation was performed. The device was flushed, forcing out several large pieces of dried blood. The knot in the lumen was untied and a guidewire was inserted from the distal end. The guidewire would advance only 3 cm into the lumen before reaching an occlusion. An attempt was made to insert the guidewire through the hole at 10 cm and advance down the lumen. The wire would not advance more than 1 cm, indicating the lumen is occluded. The hole shows signs of ballooning prior to bursting. This occurs when fluid is injected against resistance, causing the lumen to stretch before bursting. Potential complications listed in the instructions for use include catheter occlusion and venous thrombosis. The catheter was implanted for 3 months prior to the reported incident. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. A root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings and precautions pertaining to catheter patency. *resistance to flushing may indicate partial or complete catheter occlusion. *failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. *small syringes will generate excessive pressure and may damage the catheter. Ten (10)cc or larger syringes are recommended. The catheter should be flushed with normal saline prior to drug administration to remove locking solution. After drug administration, each lumen should be flushed again with normal saline and then locked to maintain patency. Using a 10cc or larger syringe(s), aspirate catheter lumen(s) to assure patency and remove heparin. Discard syringe(s). Occluded/partially occluded catheter - if resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Warning: do not flush against resistance. If the lumen will neither aspirate nor flush, and it has been determined that the catheter is occluded with blood, follow institutional declotting procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.